Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that does not agree with their comparative method during a method comparison. The customer states that some comparison values are very close, others a wide margin of difference. The test was also yielding quality check code 123 (the quality control during the cartridge failed to verify the presence of active immuno reagents, try another cartridge). The customer states that no results have been used in the treatment of pts. Pt samples are only being used for method comparisons. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, the incident was identified and linked to investigation that was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in corporation with the u.s. Food and drug administration.